Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on 09/14/2016, that on (B)(6) 2016, the patient experienced intermittent audio output from the receiver and a hypoglycemic event. The patient reported that she is hypoglycemic unaware and on (B)(6) 2016, she was getting ready to cook dinner in the kitchen but then fainted for about 2-3 hours. When she awoke she could not stand up and dialed 911 to have an ambulance transport her to a hospital. The patient did not hear any alarm or vibration from the dexcom receiver to indicate anything was wrong. The patient had two fractured bones in her lower leg, her tibia and fibula, and a cracked knee. The patient also experienced a lot of pain and had screws inserted into her leg. The patient was hospitalized for 5 days and was prescribed 10mg of oxycodone. At the time of contact, the patient was stable. Additional event or patient information is not available. No product or data was returned for evaluation. The reported event of intermittent audio output could not be confirmed. A root cause could not be determined.